Event description:
It was reported that during a surgical procedure at the healthcare facility, a screw was found to be missing on the back of the instrument tracker. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the healthcare facility, a screw was found to be missing on the back of the instrument tracker. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.